Manufacturer narrative:
Device received unable to perform the displacement and self test or verify missing segments/partial display anomaly due to cracked bleeding lcd noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump crack on the screen ad was unable to clearly read the screen. The customer¿s blood glucose was 163 mg/dl. Troubleshooting was done for the cosmetic damage. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.